Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail was detached. The suture string returned uncut and unloaded from the device and the positioner was not returned for the analysis. A functional evaluation noted that a mandrel 0.035" was loaded into the device and no resistance was felt. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the stent had the bladder pigtail was detached, the problem found could have been generated by the user or due to the handling/manipulation of the device with the suture string or due to the interaction with other devices during the procedure, moreover, the device was received with the suture string unloaded and uncut, also, the positioner was not returned for the analysis, that is evidence that the device was manipulated. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopic lithotripsy procedure in the right ureter, performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the distal part was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.